Event description:
Hcp reported the pt had experienced loss of intrathecal baclofen effect, increased spasticity. Hcp interrograted the pump and raised dosage 15% to approximately 190mcg/day with no beneficial effect. They then prescribed several doses of oral baclofen with no beneficial effect. They then prescribed oral valium which resulted in pt sedation. Complaints were uncomfortable spasticity and inability to sleep because of that. Dr. Stated that all alarms were enabled, and that no audible or programmer alarms had occurred. A follow up report will be sent when additional info is received.